Event description:
It was reported that a patient underwent an obturator sling procedure and a partial hysterectomy on (B)(6) 2010. Within a couple of weeks the patient began leaking a lot of urine when standing up especially after emptying her bladder. The patient also has pain with intercourse and a lot of pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).